Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, the clips fell out of the device. Another device of the same product code was used to complete the procedure. There was no adverse consequence to the patient.